Manufacturer narrative:
Evaluation summary: the lure moved out of the handle due to what appears to be a handle bond failure. It was determined that there was adhesive present in the bond site. No determination could be made as to whether there was a sufficient amount of adhesive present. Digital pictures taken of returned device. See evaluation summary.

Event description:
The whole luer lock and metal stylet assembly started wheeling out the back when the deployment process started. The physician noticed this and pressed it back into the handle and that is what deployed and elongated the stent. A second stent was used inside the elongated stent due to this.